Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the subject meter (one touch verio iq) read inaccurately low compared to another device (onetouch verio). The reporter claimed obtaining ¿lower results¿ on the subject meter compared to a result of ¿63 mg/dl¿ on the other meter. The tests were performed within 30 minutes of each other. The complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.